Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found bent video connector pins. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system center light intensity of the main lamp was too low to distinguish tissue. The light was dim, no matter how high the intensity was adjusted. The issue was found during preparation for use in an unspecified therapeutic procedure. There was a 15-minute delay, and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. The event was unable to be reproduced by olympus. Olympus will continue to monitor field performance for this device.